Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 400 mg/dl. The customer was wearing the insulin pump at the time of admission. It was alleged that the insulin pump had an under delivery. They attempted to connect the customer back to the insulin pump but when they do, the customer¿s blood glucose would continue to rise. The insulin pump will not be returned for analysis.